Manufacturer narrative:
Analysis of the returned fiber confirmed the reported defective fiber event as analysis identified a fiber body break between the input connector and the control knob. The fiber was functionally tested with the hene (helium - neon) laser fixture and the majority of the output escapes from the fracture location. It is probable that excessive manipulation/rough technique applied to the fiber during set up caused the fiber body break. The device instructions for use (IFU) instructs to not bend the fiber at sharp angles. Damage may occur to the fiber. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber was connected to the machine and had 1 minute and 7 joules of use without results; defective device. The procedure was completed using a second device and there were no patient complications. Analysis of the returned device identified a fiber break.